Manufacturer narrative:
G4: 10feb2020; b4: 27mar2020. G4: 06mar2020; b4: 27mar2020. H10: the ventilator's diagnostic report was reviewed and it shows the occurrence of a pressure regulation high error code. The field service engineer (fse) confirmed that performance verification testing was successfully completed and no failures were duplicated or identified during evaluation. No service was rendered and the ventilator was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21feb2020.

Event description:
The customer reported that the ventilator became inoperable and the display went black. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The patient had to be changed to another unit as a result of this event. The field service engineer (fse) evaluated the ventilator and could not confirm nor duplicate the reported problem. The fse completed performance verification testing and the unit successfully passed. No parts were replaced.